Event description:
There was a distal electrode malfunction of the ablation catheter. The catheter was removed and replaced with another without incident or harm to the patient. Manufacturer response for catheter, 8fr thermocool smarttouch catheter st sf (per site reporter). Per rl, manufacturer notified. Product handled by site. Other reports with product in maude.